Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Replacement cable sent to customer. Upon follow-up, customer confirmed the pump was able to be charged successfully with an alternate usb cable. Blood glucose level was 212mg/dl.